Manufacturer narrative:
The customer returned 2 unused and 1 used sample of (B)(4), lot ur10e03092. The unused samples arrived in sealed pouches. Visual inspection through the pouches showed that the samples were completely broken apart at one of the luer junctions. The samples were removed from the package and a closer visual inspection under a microscope showed that, the break was at the luer shaft and bonding area. Visual inspection of the used sample also showed the same break characteristics. The remaining luer junctions and components were then under water leak tested, with no leaks found. The condition was confirmed. The root cause of the break is unknown. (B)(4).

Event description:
Customer phoned in on (B)(6) 2010 to report two, three gang stopcocks that were cracked inside the package. The crack was located in the middle of the stopcock, close to where they are soldered together. This incident occurred with the three gang large bore stopcock, (B)(4), with an unknown lot number. This incident occurred before use. There was no patient injury or medical intervention associated with this report. No additional information was available.